Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using ac power but does not power on using battery power caused by a defective system board. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the rad-8 device restart all the time with and without new battery. Restart occurs when powered on by ac or dc. There were no consequences or impact to patient reported.